Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was noted that the device had the handle activated, but the clip wings were not inside of the capsule windows. Microscope examination was performed, and it was confirmed under high magnification that the capsule locking tabs were damaged. Additionally, x-ray analysis was performed, and it was observed that the control wire was separated from the clip assembly. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was performed between the hooks of the bushing, and both side a and side b were out of specification, confirming the deployment failure. A dimensional analysis was also performed on the flattening wire, and it was noted that the crimp sleeve was out of specification, as it had not been properly flattened during the manufacturing process. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: h6 (evaluation result codes) and h10

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled out from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. Device code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was noted that the device had the handle activated, but the clip wings were not inside of the capsule windows. Microscope examination was performed, and it was confirmed under high magnification that the capsule locking tabs were damaged. Additionally, x-ray analysis was performed, and it was observed that the control wire was separated from the clip assembly. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were out of specification, confirming the deployment failure. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled out from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled out from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.